Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurement of greater than 125 ohms. Technical services (ts) discussed calcification and that this was a gradual rise. Ts discussed options. This rv lead remains in service. No adverse patient effects were reported.